Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported that the patient went to the emergency room for severe left hip and knee pain but could not get an MRI because they did not have their remote. The pain began to peak around (B)(6) 2025 and gradually became worse. At times, the patient is unable to walk or get themselves up. The patient had a car accident in (B)(6). X-rays were performed, but nothing notable was found. The patient is unsure if anything was noted about the device or lead movement. The patient is uncertain if the pain was present before the car accident and has concerns if this is device-related. The clinical specialist (cs) helped the patient get into MRI mode but advised the patient to leave stimulation off after the MRI and update as more information becomes available. It was later reported that the pain did not resolve after stimulation was turned off. The patient was admitted to the hospital and prescribed pain medication. The neurologist confirmed the source of the pain is from a slipped bone requiring surgery. X-ray confirmed the device has not migrated and remains intact. It was concluded that this is not a device-related event.

Event description:
It was reported that the patient went to the emergency room for severe left hip and knee pain, but could not get an MRI because they did not have their remote. The pain began to peak around (B)(6) 2025 and gradually became worse. At times, the patient is unable to walk or get themselves up. The patient had a car accident in (B)(6). X-rays were performed, but nothing notable was found. The patient is unsure if anything was noted about the device or lead movement. The patient is uncertain if the pain was present before the car accident and has concerns if this is device-related. The clinical specialist (cs) helped the patient get into MRI mode but advised the patient to leave stimulation off after the MRI and update as more information becomes available. It was later reported that the pain did not resolve after stimulation was turned off. The patient was admitted to the hospital and prescribed pain medication. The neurologist confirmed the source of the pain is from a slipped bone requiring surgery. X-ray confirmed the device has not migrated and remains intact. It was concluded that this is not a device-related event.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). This report is being filed for a correction to field h6. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "pain" which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported that the patient went to the emergency room for severe left hip and knee pain, but could not get an MRI because they did not have their remote. The pain began to peak around (B)(6) 2025 and gradually became worse. At times, the patient is unable to walk or get themselves up. The patient had a car accident in april or may. X-rays were performed, but nothing notable was found. The patient is unsure if anything was noted about the device or lead movement. The patient is uncertain if the pain was present before the car accident and has concerns if this is device-related. The clinical specialist (cs) helped the patient get into MRI mode but advised the patient to leave stimulation off after the MRI and update as more information becomes available. It was later reported that the pain did not resolve after stimulation was turned off. The patient was admitted to the hospital and prescribed pain medication. The neurologist confirmed the source of the pain is from a slipped bone requiring surgery. X-ray confirmed the device has not migrated and remains intact. It was concluded that this is not a device-related event.